Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, haptic of this lens broke off while it was being injected into the eye. When converting to an iol removal, the lens started to break off in pieces while trying to grasp & cut. Additional information was requested.